Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-ray evaluation report from mmi state that subsidence of the medial portion of the tibial component with resultant genu varus positioning of the right knee and minimal cement is noted at the tip of the tibial stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to tibial aseptic loosening.